Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue and other injuries. All other information is unknown and unavailable.